Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple orders were not crossing over to the station. A technical support specialist dialed into the server and ran the downtime structured query language (sql), confirming no flag was present on the carefusion coordination engine (cce), restarted the external messaging service and all net service, then re ran the structured query language (sql) and verified that all data was current and the system was functioning normally, informed the customer that all checks on our side were completed with no issues found. The station had been manually placed into critical override mode, and the customer confirmed with the on site nurse that it was taken out of critical override mode and functioning as expected. Afterward, users reported login issues, but tss successfully logged into station with no errors, and the customer confirmed that all stations were functioning properly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple orders were not crossing over. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.